Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. Customer¿s blood glucose level was 115 mg/dl. The customer reported that they took out the battery and after putting battery in they did not make any kind of selection. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.